Event description:
It was reported that the device was reprogrammed in (B) (6) to go around the short that the patient has. The patient also reported a misunderstanding regarding reprogramming with the doctor. The patient also reported involuntary jerking where the patient's leg or arm flies up. It had happened twice since the device was implanted. The patient was at home in fair condition at the time of the report. The patient desired removal of the device due to the problems. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).